Event description:
Related manufacturer reference number: 3006705815-2022-14967. It was reported that the day following the trial lead implant the patient experienced chest pain followed by numbness in the lower extremities. As a result the leads were explanted. Reportedly the symptoms have since resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.